Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (6336744) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to available information, this device was explanted and replaced due to lack of rigidity in the device. No other adverse patient effects were reported.

Manufacturer narrative:
Genesis malleable rod 1 and 2 were received for evaluation. A cut indicating contact with a sharp instrument was noted on both rod 1 and rod 2. A failure of the angle retention test was noted with rod 1. The rod failed to maintain the 45-degree angle when bent. No functional abnormalities were noted with rod 2. The rod maintained the 45-degree angle when bent. Both rods were returned with sutures attached through each rod and each tail cap. Examination of the device revealed that rod 1 was unable to maintain the retention angle. The rod was bent in four directions into approximately 45-degree angle, but the rod did not hold angle. With use over time, the coil inside the device may fatigue which could result in the loss of angle retention. Based on the testing and further examination by the senior manager of product development, it was confirmed that the inner core of the rod 1 was most likely fractured. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.